Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced loss of consciousness, no other symptoms were experienced, and the cgm was reading 400 mg/dl and the blood glucose reading was 48 mg/dl. When the paramedics arrived, the patient was treated with intravenous glucose and the patient stabilized after treatment. The patient was not brought to the hospital and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.